Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced plunger rod damage. The following information was provided by the initial reporter: missing part on the top of the syringe plunger. Event detected at the time of peeling the syringe. The missing part was not present in the package.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced plunger rod damage. The following information was provided by the initial reporter: missing part on the top of the syringe plunger. Event detected at the time of peeling the syringe. The missing part was not present in the package.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 11-jul-2022. H.6. Investigation summary: one sample and one photo were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2203115. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to further investigate and reduce any damage on our products. H3 other text : see h.10.